Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, a liver injury occurred following the insertion of a port using a cannula with an obturator, resulting in bleeding. Subsequently, the port was removed, and the surgical approach was converted to an open surgery. The exact amount of bleeding is unknown, and it is unclear whether the patient required a transfusion of blood products. However, the bleeding was managed by ligating with sutures. It was noted the da vinci device itself was neither defective nor involved in any system errors or malfunctions. The cause of the bleeding was attributed to the surgical technique used during port placement. The patient did not experience any post-operative complications, and there are no concerns about this event causing any long-term complications for the patient.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the injury was due to the surgical technique used for the port placement. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. The issue was identified when the system was not in use; therefore, no da vinci system logs are available for review.

Manufacturer narrative:
Updated section: h2 and h11. Additional information: the reported blood loss was approximately 400ml and the patient has since recovered.

Event description:
Refer to h11 for follow-up information.